Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/05/2017 with the following findings: during investigation, there was no evidence of the pump changing from am to pm by itself and there was no unexplained time loss/gain issue observed in the black box. A manual time change was observed. A time keeping accuracy test was performed and the pump was able to maintain time/date after 5 days duration test. The pump was able to maintain time/date settings after 60 mins of pump reboot. The pump passe the time test. The total daily dose added up correctly and reflected the users programmed basal rates. The pump was passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. Accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 30 mg/dl with unsteadiness when standing and walking associated with an alleged time/date issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient¿s bg was low due to the pump changing from am to pm by itself. The current time was verified to be correct and the pump was not rebooting. This time change happens at random. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time loss/gain issue.